Event description:
Customer states that a blood glucose lab comparison was performed on a patient. The lab result was 130mg/dl, and the device reading was 70mg/dl. Treatment if any was not provided. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.